Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported "able to turn on, but it cuts out as soon as the power supply cable is touched." The field engineer noted that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.